Event description:
Patient reported there is leakage either at the cartridge or at the adapter from the infusion set. Patient stated he filled the tube successfully but some hours later, he felt bad and checked the system. Patient reported he found the cartridge compartment wet and changed to his old pump. No adverse event reported. Requested return of the alleged cartridge, adapter and infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.